Event description:
It was reported that while using the laser system during a prostate procedure, the touch screen would not respond. The system was able to lase using the footswitch, however, the system settings could not be adjusted. The case was completed using an alternate procedure (turp) and finished using 80 w greenlight. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
The replaced top cover was returned to the manufacturer on october 08, 2015 and was sent to the supplier.

Manufacturer narrative:
Product evaluation: the top cover was evaluated by the supplier on march 24, 2016 and received back at the manufacturer on march 31, 2016. The evaluation noted the reported issue of "touch screen not responding" was confirmed; ribbon cable of lcd was noted to be worn out. The lcd was replaced, reprogrammed top cover and run standard production test. The top cover passed the standard production test was noted. Probable root cause: based on the supplier fa report, the root cause was determined to be faulty ribbon cable of the lcd.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR? The device is customer owned by a mobile provider (distributer) and not made available to manufacturers evaluation or service. The customer was sent a new display; the customer installed the new display, tested the unit and reported the laser system to be working properly.